Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was symptomatic with the loss of atrioventricular synchrony. It was noted that the post-ventricular atri al refractory period was lagging. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.